Manufacturer narrative:
The investigation determined that higher than expected phenobarbital (phbr) results were obtained from two levels of vitros therapeutic drug monitoring performance verifier fluids using vitros chemistry products phbr slides lot 2504-0091-7491 on three different vitros 5600 integrated systems (j1, j2 and j3). The assignable cause for the higher than expected vitros phbr quality control results are suboptimal calibrations on all three vitros 5600 systems. The cause of the suboptimal calibrations is unknown. It is possible that improper calibrator fluid handling contributed to the event. The ortho ls indicated that it was possible that the fluids went through multiple freeze thaw cycles while deciding if the vitros phbr calibration would be performed that day, although this was not able to be confirmed by the ls. There is no indication that the vitros 5600 integrated systems or the vitros phbr reagent malfunctioned in any way. Vitros tdm performance verifier results were within expectation following calibrations performed with new calibrator fluids with no other actions performed to j1, j2 and j3. Continual tracking and trending of complaints has not identified any signals that would indicate a potential systematic issue with vitros phbr reagent lot 2504-0091-7491. (B)(4).

Event description:
The investigation determined that higher than expected phenobarbital (phbr) results were obtained from two levels of vitros therapeutic drug monitoring performance verifier fluids using vitros chemistry products phbr slides lot 2504-0091-7491 on three different vitros 5600 integrated systems (j1, j2 and j3). (B)(6). Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros phbr results were obtained from a quality control fluid and no results were reported from the laboratory. No patient samples were processed as the assay was being validated at the time of the event. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint (B)(4).